Event description:
The patient presented with a posterior communicating aneurysm, 3mm vessel diameter. The physician chose to use the subject device with an excelsior sl-10 microcatheter. The physician was unable to introduct the subject device into the aneurysm. The subject device was pulled out for re-shaping and it was then noticed that the coating had peeled off. No complications with the patient were reported to have occurred due to this event.